Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (rca). Pre-dilatation was performed using a 1.5 x 12 mm non-compliant dilatation catheter balloon. An unspecified drug eluting stent was implanted, which was followed with post dilatation using a non-compliant dilatation catheter balloon. It was noted that a perforation occurred. A 2.8 x 26 mm graftmaster stent was advanced to treat the perforation; however, the stent delivery system was unable to cross to the target site, due to the patient anatomy. A second covered stent was advanced to treat the perforation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.